Event description:
Fire fighters/emergency medical technicians responsed to a person described as in cardiac arrest. The pt was connected to the device and the "analyze" button pressed. Following a "no shock advised" message and 1 minute of CPR, the "analyze" button was pressed again and the device advised a shock which was delivered. The third analysis resulted in another "no shock advised" message. The pt was not resuscitated. The reporter, reviewing the event downloaded from the device, stated that all the rhythms appeared to be shockable and that the pt should have been shocked by the device.